Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had damaged insulin pump. It was reported that the pump had button error alarm and moisture damage. The customer's blood glucose level was reported to be 174.6mg/dl. It was reported that the damage was around the battery compartment. It was reported that the customer was advised the pump would have to be replaced. It was reported that the customer had loaner pump, but would be returning damaged pump for analysis.